Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a right tka surgery performed on (B)(6) 2024 patient started to experience pain and decreased range of motion. This adverse event was treated by a revision surgery performed on (B)(6) 2025 in which one (1) jrny ii xr ins xlpe med 3-4 rt 8mm and one (1) jrny ii xr ins xlpe lat 3-4 rt 8mm were exchanged for a deep dish 12 mm insert. Additionally, one (1) jrny ii xr baseplate sz 3 rt was exchanged for a journey ii tibial baseplate. Surgeon thinks that this event was caused by patient characteristics and therefore concluded it was not a product failure. Current health status of the patient is unknown.